Manufacturer narrative:
Device analysis and investigation is in-process.

Event description:
Physician experienced non-deployment. Physician experienced resistance and could not deploy the stent once in-place. Procedure was completed using a competitor stent. No harm to the patient.

Event description:
Physician experienced non-deployment. Physician experienced resistance and could not deploy the stent once in-place. Procedure was completed using a competitor stent. No harm to the patient.

Manufacturer narrative:
Device analysis and investigation is in-process. Supplemental follow up report. A root cause investigation was conducted for this event. The device was not returned for analysis. An internal lot record review was performed. A root cause for the non-deployed stent could not be found and either it was not confirmed that there was a problem with the device, or it was confirmed that there was no problem with the device FDA code 67.